Manufacturer narrative:
Corrections: patient identifier: added patient ID (B)(6). Adverse event or product problem: checked product problem. Adverse event was reported on initial MDR report. Other relevant history: added patient medical history. UDI: UDI-(B)(4). Device history record review the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause : the most probable cause is the trauma to the patient's face which resulted in the loss of the implant. This complaint will kept on file for tracking and trending purposes.

Manufacturer narrative:
The dentist reported a patient who was a smoker had implant loss of osseointegrate. The implant was lost due to a trauma to his face. The patient reported to have bone type I quality and no pre-existing conditions, and he was doing fine. The dentist did not know the patient's ethnicity and race. Product investigation and DHR review are pending. A follow-up report will be completed when the results become available.

Event description:
It was reported implant loss of osseointegration, and the implant was lost from trauma to patient's face. The patient was reported to be in satisfactory condition. He was a smoker, and had bone type I and no pre-existing conditions.